Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (3) loose 0.5ml bd insulin syringes. The consumer reported needle missing prior to injection, and stated some needles could not draw insulin. All 3 returned syringes were examined, and it was observed that 1 syringe exhibited a detached needle hub/shield assembly; no damage to the barrel tip was observed on this syringe. The 2 remaining syringes did not exhibit missing cannula, nor separated hubs, these 2 syringes were tested for flow and it was observed that 1 syringe could not draw properly. A wire test was performed on the syringe that was not able to draw properly: the wire was able to pass through the cannula, and it was observed that a small, clear residue was at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. The dislodged residue could not be extracted from the sample. After performing the wire test the affected syringe was able to draw and expel properly. Manufacturing ((B)(4)) will be notified of the observed issue. Photos: (B)(6) 2021, (B)(4) received a photo complaint from material #328468 and lot #1046952; syringe 5ml 31ga 8mm: initial evaluation: testing performed on the returned sample indicates a blocked cannula. A minimal amount of liquid would enter the syringe. Manufacturing evaluation: a review of the needle line where the cannula in question was produced was completed. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. The cascade (lube) station consists of a small 8-position drum and a linear actuator to load and unload racks from the drum. After the drum has rotated the racks into place at the bottom of the cycle, an air cylinder pushes the lube dip bath vertically to a stop position. The up motion of the lube dip bath dips the cannula and returns to the down position. The drum will rotate to the 1st lumen blow which blows air through the cannula to clear it of any possible lube clogs. The drum then rotates the racks back to the top position where they are unloaded and another set of racks are loaded back in their place. Next, the racks proceed to the 2nd lumen blow station. This station blows a higher amount of air through the cannula again to clear it of any possible lube clogs. Corrective action: rebuilt the regulator. Tested air flow on 1st and 2ns lumen blow stations. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm had aspiration issues. The following information was provided by the initial reporter: the consumer reported needle missing prior to injection and some needles could not draw insulin. Date of event: unknown. Samples: yes.